Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. The balloon was initially inflated at 8 atmospheres (atm) for 30 seconds. However, on the second inflation at 12 atm for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.